Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site as well as difficulty charging the ipg as the ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site as well as difficulty charging the ipg as the ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.